Event description:
The healthcare professional reported that during an endovascular embolization procedure, the physician opened the device packaging of the envoy da xb, 6f, 105cm, mpd (67125805db / 31360790) for inspection. The sheath and the shaft of the envoy catheter was found to be kinked / bent. The device was not used for the procedure. A new device was used to complete the procedure. There was no report of any negative patient impact. On 06-mar-2025, additional information was received. Per the information, there was no break in the material integrity at the site of the reported defect such as cracking or fracture. The original packaging is available for return. The reported issue did not result in any procedure delay. A photo was included in the complaint file. The photo will be reviewed by the product analysis team.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The product analysis team reviewed the photo included in the complaint. The review is documented below. [Photo review]: in the photo included in the complaint, the catheter can be seen inside the protective tube. Only one section of the body of the catheter is shown and a kinked condition can be seen on the shaft, also, a folded mark was noted on the cardboard. No other damages are identified as the rest of the device is not shown in the photo. A manufacturing record evaluation was performed for the finished device 31360790 number, and no non-conformances related to the malfunction were identified. The reported issue in the complaint was confirmed. This investigation was performed based only on the photo provided. An assessment will be performed as per the conditions of the device returned. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. The complaint device was returned for evaluation and analysis. Based on the product investigation completed on 11-apr-2025, the issue reported has been determined to be reportable as a "malfunction." The investigation is documented below. Investigation summary: a non-sterile envoy da xb, 6f, 105cm, mpd was received contained in the decontamination pouch. Visual inspection was performed. The shaft of the catheter was returned inside the protective tube next to the white cardboard. Both protective tube and catheter shaft were found kinked at 49.0 cm from the proximal end, which is consistent with the damaged showed in the photo provided. Microscopic inspection was performed, and no fractures was observed at kinked area. However, the brite tip of the catheter was found frayed, and the internal braided wires underneath were exposed. The reported issue in the complaint is confirmed based on the kinked condition on the protective tube and shaft of the catheter. The damaged condition is a possible indication that the device may have been under improper storage and / or handling conditions, as according to risk documentation, the shaft of a guide catheter can become damaged, stretched, or kinked due to inappropriate handling of the catheter. With the limited information available, a conclusive cause cannot be determined, however, given the broad sequence of events, there is no indication that the issue reported in the complaint is related to a manufacturing issue. The frayed / worn condition of the brite tip of the catheter was not originally reported, therefore, this damage could be due to the post-handling of the device and it is not considered related to the kinked shaft reported originally. A review of manufacturing documentation associated with this lot (31360790) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damages from leaving the facility. It should be noted that product failure is multifactorial. The instruction for use (IFU) contains the following precaution: do not use a catheter that has been damaged in any way. If damage is detected, replace it with another envoy guiding catheter that is not damaged. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.